Event description:
Device interrogation revealed magnet mode stimulation cycles that occurred without use of the magnet to initiate them. The patient reportedly fell down a staircase approximately one month prior. The number of magnet mode stimulation cycles that were recorded in device programming history averaged out to be approximately 5 magnet activations per day over a period of 10 weeks; however, the patient reports using the magnet only once per week as her seizures and auras are significantly reduced with the vns therapy. Since the fall, the patient reports painful magnet mode stimulation that is described as sudden, uncontrolled, painful sensations in her left arm and her left lower jaw (mandibular), lasting for about 50 seconds. Magnet mode stimulation was programmed to off, after which the patient continued to experience painful sensations three to four times per day. Approximately eight days later, the patient was seen in hospital emergency room due to vertigo. At the time of the emergency room visit, the normal mode output current was also programmed to off. The patient underwent generator replacement surgery; however, investigation has been unable to determine whether the events resolved. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Device malfunction as a result of the fall is suspected; however, the explanted device has not been returned for analysis.